Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 500 mg/dl. The customer was insulin resistant and it was not a fault of the insulin pump the husband stated. They did not wish to perform troubleshooting. There was also sensor updating alert and change sensor alert on the insulin pump. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.